Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review was conducted resulting in the following: urinary catheter in question was manufactured october, 2022 in amount (B)(4) pcs on packaging machine p009. Within in-process inspection according to g905704 ver 22.0, used during the lot production, the tightness of pouch is tested - burst test and bubble test. Peel test and visual inspection with focus on pouch seal were also carried out within in process inspection. The test results were recorded on relevant form g906128. Review of the lot showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled. No nonconformity related to the issue reported had been registered during the packaging process of the mentioned lot. A query was run against brand name gentlecath glide which yielded in (B)(4) occurrence of this nature within past 12 months. No additional action is required, and this complaint will be closed. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reported on "his most recent order during the last 4-6 weeks he found a few catheters qty "about 3 or 4" unsure if they came from 1 or more mu boxes that leaked through packaging after bursting water sachet. He said "it leaked through the sides of the casing." He said they seemed completely closed/sealed prior but somehow after bursting water sachet a lot of the water leaked out onto his bathroom counter and he had to clean it up. He said he still used them and had no problems at all with use. No harm reported. He said enough water got on the catheter to sufficiently lubricate it. He said he thinks something could have occurred to the glue or the machine that packages these seals that is having an issue. He wasn't too concerned as he said the vast majority in his order did not have this issue." He caths 4-5 x a day for retention from bladder muscle dysfunction and to prevent hydronephrosis.

Manufacturer narrative:
A2: age: 85, sex: male. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number; reporting site: 1049092; manufacturing site: 3005778470.